Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is not switching. Associated malfunction for this device: o ring and tie straps other/defective.